Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the product started squirting out from the area where the needle meets the syringe. Patient contact was made. No injury to the patient staff or injector. The package needle was used

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be/has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the product started squirting out from the area where the needle meets the syringe. Patient contact was made. No injury to the patient staff or injector. The package needle was used.